Event description:
The customer reported, the system displayed a communication error while using vascular technique. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated a connector on the cine disk controller board. System operates as intended.